Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid circumflex. Reportedly, the 2.0 x 15mm rx mini trek balloon dilatation catheter (bdc) was advanced during pre-dilatation; however, the bdc ruptured when inflated to nominal balloon pressure. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.